Event description:
A (B)(4) distributor contacted zoll customer support to report that the cable on a battery charger was defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation battery charger's power supply connector was physically damaged. A wire was pulled out of the power supply unit. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the defective power supply connector. The patient received a replacement battery charger.